Manufacturer narrative:
The reported event of failure to disconnect was confirmed. The device was at normal range of operation upon receipt. The atrial setscrew was misplaced during testing and could not be analyzed. Analysis revealed the ventricular setscrew was stripped and contained septum material inside the hex cavity. The setscrew anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the physician was uncomfortable with the fixation of the set helix. An attempt was made to try to remove the right atrial and the right ventricular lead, however, was unsuccessful. The torque wrench was attempted however, the leads could not be removed until the septum was destroyed. The device was removed and replaced. The leads stayed implanted. There were no patient consequences.